Event description:
It was reported that the pressure pump was broken and functioned improperly, so water leaks occurred in the ureteral balloon catheter during inflation. Per follow up information received on (B)(6) 2022, the leak occurred on the pressure pump at the connection of pressure pump and catheter. There was no issue with the balloon dilation catheter.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned for evaluation. A potential root cause for this event could be, "inappropriate package design". The device was used for treatment purposes. It was unknown if the device had met all relevant specifications or resulted in the reported event. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "before use, inspect the device to verify that no damage has occurred during shipping and handling." Correction: g. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that the pressure pump was broken and functioned improperly, so water leaks occurred in the ureteral balloon catheter during inflation. Per follow up information received on 14apr2022, the leak occurred on the pressure pump at the connection of pressure pump and catheter. There was no issue with the balloon dilation catheter.